Event description:
The pad device was used on a pt on (B)(6) 2009. The device analyzed, a shock was advised and delivered. The device then issued a "low battery" warning. After a further three analyses, another shock was advised and delivered. The device recommended a further shock but when the user pressed the shock button no shock was delivered. The device then switched off with a further "low battery" warning issued.

Manufacturer narrative:
The download from the device confirmed that the device delivered a shock and then issued a "low battery" warning. The user was advised to begin CPR. This was administered and after analysis no shock was advised. The user was again advised to administer CPR after a second "low battery" warning was issued. CPR was administered and the electrode pads were then removed form the pt's chest. More than two minutes later the device was switched off. After a period of 20 minutes the electrode pads were again attached to the pt. The user administered CPR and was then advised to "stand clear of the pt". This instruction was delivered 16 times during the event but was ignored by the user. This meant that the device could not properly analyze the pt's heart rhythm. Although the "low battery"warnings were issued, it did not affect the ability of the device to deliver treatment but the user did not act as instructed by the device during the event. Investigation of this complaint would indicate that the device issued the "low battery" warnings because the version of software in the device did not take account of ambient temperature and could therefore issue low battery warnings and/or turn the device off while there was still sufficient capacity in the battery. Heartsine is issuing a correction to address the battery management software issue in which the software misinterprets a dip in voltage as a low battery which, in some instances, turns off the device. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use. In the case of this report, it is not known if this was the initial use of the device.